Event description:
The peritoneal dialysis (pd) pt reported receiving a m65 scale reading error alarm during fill 3 of 6 of prescribed treatment. Pt was able to clear alarm prior to calling in. While on the phone call, pt's cycler completed a fill of 1700 mls and advanced to dwell 3.

Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical staff and completion of the plant's investigation.